Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with ams 800 artificial urinary sphincter procedures and are noted as such in the device instructions for use (IFU). Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the device IFU were reviewed. The patient symptoms of recurring incontinence and atrophy are listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) system due to recurring incontinence and atrophy around the cuff. A patient outcome of fully recovered was reported.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) system due to recurring incontinence and atrophy around the cuff. A patient outcome of fully recovered was reported.